Event description:
The customer reported approximately three milliliters of pink fluid leaked within the instrument, below the flow cell, involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from a pinhole in the tubing that connects to the bottom of the flow cell. The fse replaced the tubing and resolved the fluid leak issue. The fse also verified volume, conductivity, scatter (vcs) calibration and instrument operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).